Event description:
It was reported that; green o-ring was damaged when it was being removed from the post on the bottom of the tray. The post is so bulky at the top that it requires an instrument to remove the ring. The available sterile instruments in the or tend to be metal, sharp, and/or have teeth. This was our last ring in the set and the ring appeared to have a scuff on it after removal from the set. We used this ring successfully for the first cage expansion but it did not work for the 2nd expansion and failed.

Manufacturer narrative:
Method: device not returned; results: no lot # was provided, so a manufacturing record review could not be performed. The device was discarded at the hospital and therefore could not be returned for evaluation. Conclusion: a plausible root cause could not be identified because the product was not returned.

Event description:
It was reported that; green o-ring was damaged when it was being removed from the post on the bottom of the tray. The post is so bulky at the top that it requires an instrument to remove the ring. The available sterile instruments in the or tend to be metal, sharp, and/or have teeth. This was our last ring in the set and the ring appeared to have a scuff on it after removal from the set. We used this ring successfully for the first cage expansion but it did not work for the 2nd expansion and failed.